Event description:
From 12/94 to 1/95, facility has experienced numerous problems with the new sonic scalers that were purchased in lieu of another model sonic scaler. The tips have broken from the handpieces in pt's mouths on two separate occasions. It was very fortunate that the pts did not sustain any injury from these incidents. The danger is real considering the sharpness and the rotation of the tip. The narrow and pointed tip could easily be aspirated by the pt or lodged in the pt's soft tissues. The clinicians also reported incidents in which the tips of the scalers broke off when they were removed from the handpieces to be sterilized after treating pts. Six out of 30 scalers also failed to vibrate at the correct rpm and had to be returned to the MFR for replacement. For a new piece of equipment, used and maintained in strict accordance with the MFR's guidelines, this is unsatisfactory. The scalers also generate very high pitched sounds which can be detrimental to the clinician's hearing. In addition, scalers are quite ineffective in the removal of calculus, the main purpose for which they are intended.